Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed. Per review of the zoll medical review assessement, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(4)) was used on an (B)(6) years old female patient ((B)(6) kg.) In cardiac arrest. The cardiac arrest was not witnessed. Upon ems arrival the other agency was performing CPR for 5 minutes. The platform was performing compression for 5 minutes before the crew paused the platform for pulse check. Following this, after the crew switched to continuous mode, the platform displayed "extend the band fully and restart" message. During troubleshooting, the crew immediately performed manual CPR. The platform displayed the "extend the band fully and restart" message two more times. Manual CPR was performed 30 seconds each time the platform displayed "extend the band fully and restart" message. A return of spontaneous circulation (rosc) was not achieved. The patient was pronounced by the doctor in base hospital.

Manufacturer narrative:
The reported event on the autopulse platform (sn (B)(4) displayed "extend the lifeband fully and restart" message was confirmed during the functional testing and archive review. The cause for the reported complaint based on the archive data review was due to user advisory (ua) 17 (lifeband not detected) and ua 02(compression tracking error) error message. The root cause was due to a defective drive train. Upon visual inspection, no issue was observed. During retrieving of the archive, infrared (ir) of the processor board would not communicate with the ir dongle due to a defective ir of the processor board. This issue is not related to the reported complaint. Archive was retrieved using wired download. Based on the archive review on the event date, li-ion battery sn (B)(4) had 1350 mah remaining capacity was used. The device was powered on had 3 sessions (performed 4 compressions), (performed 55 compressions) and (performed 7 compressions), on a regular size patient (max load sum exceeded 139 lbs. Calculated [count/2.52 lbs). And then stop due to user advisory 17 - max motor on time exceeded. The user pressed restart to clear the error. The autopulse was used again with the same battery and the platform repeatedly stopped compression several more times due to ua17 and ua02. The autopulse platform passed the initial functional test without any fault or error. However, during run-in test, the platform stopped compressions several times due to ua17 error message. The drive train motor was replaced to address the ua17 error. During service, the autopulse platform failed run-in test due to fault code 27 (encoder fault) due to a defective power distribution board. The observed fault 27 is not related to the reported complaint. After replacing the processor board and power distribution board, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).